Event description:
The nurse was attempting to engage safety needle and the sheathing device stayed inside the cap. The nurses finger slid up the needle. Stopping before she would have gotten a puncture wound. The device was defective.